Event description:
During an atrial fibrillation procedure, a fluid leak was observed from the sheath. The sheath was exchanged, but the same issue occurred with the second sheath. The sheath was exchanged again and the issue was resolved. The procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8f swartz braided introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.